Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 10-12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is an unidentified stopcock attached to the hub. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 10mm longitudinal tear starting at the proximal balloon cone. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 10-12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.